Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s post-operative complication is unknown. A follow-up MDR will be submitted if additional information is received.per the stapler instrument user manual, the following warning is noted:¿warning: after firing, always inspect the staple line for hemostasis. Minor bleeding may be controlled by electrocautery or manual sutures.¿in this case, no intra-operative complications were identified during the da vinci-assisted surgical procedure.isi has reviewed the site¿s system logs with a procedure date of 10/09/2019. The system logs show that a sureform stapler 60 instrument (part # 480460-08, lot # t90190523-0315) fired seven sureform stapler 60 reloads (1 green, 3 blue, and 3 white). All firings were completed per the logs.based on the information provided at this time, this complaint is being reported due to the following: after undergoing a da vinci-assisted sleeve gastrectomy procedure, a staple line bleed was identified and the patient reportedly lost 1 liter of blood. As a result, the patient underwent another surgical procedure to address the post-operative bleed. However, the root cause of the patient¿s post-operative bleed is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure, a post-operative staple line bleed was identified on an unspecified date/time. Per the initial reporter, oozing of blood was observed ¿all along the staple line.¿ an estimated blood loss of 1 liter was reported. As a result, the patient underwent another surgical procedure to address the staple line bleed. The patient was discharged from the hospital on (B)(6) 2019. On 10/30/2019, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta), and gathered the following information: the cta was present during the da vinci-assisted sleeve gastrectomy procedure which was not recorded on video. The cta indicated that the surgical procedure was completed robotically with no intra-operative complications or malfunctions of the da vinci surgical system. She verified that there were no stapling related issues or errors during the surgical procedure.